Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Device evaluation: the reported condition of "alarms constantly" involving an infuso.r. Pump was confirmed and reproduced during device evaluation. The assignable cause was not identified. Due to estimate refusal by the customer, no repairs were made to fix the reported condition.

Manufacturer narrative:
(B)(4). The device is currently being evaluated by baxter. A follow-up medwatch report will be submitted when evaluation is complete, or if additional information becomes available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which during infusion on a patient, the device constantly alarmed. The event occurred in the operating room. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.